Event description:
Report received from the USA, stating that the device touch pad is not functioning. It is unk if the event occurred during surgery; it is also unk if there was any pt or user injury or medical intervention reported related to this occurrence. The date of the event is unk. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).